Manufacturer narrative:
Manufacturing site evaluation: samples received: 12 unopened pouches. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. Performed tightness test to the closed samples received and the units are tight. The thread surface on the closed samples received is not correct and the surface is slightly damaged in some places. The thread color in the closed samples received is current for this thread and size. Sometimes it can be little differences in color between different raw material batches. Dyestuff content of the raw material used to manufacture this thread fulfills the OEM requirements. Reviewed the batch manufacturing record, this product has a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is justified. Corrective/preventive actions: complaint will be added to trending.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread is rougher and larger (too thick), different color of the thread (vary in depth of color).